Manufacturer narrative:
(B)(6) 2015 01:32 pm (gmt-4:00) added by (B)(6) ((B)(4)): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal failed to deploy in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 04:51 pm (gmt-5:00) added by (B)(4): the device was returned to the factory for evaluation. Blood and signs of clinical use was observed. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure properly deploy¿ was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal failed to deploy in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.